Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock to atrial fibrillation (af). It was noted that scheduling the patient for atrial fibrillation ablation. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock to atrial fibrillation (af). It was noted that scheduling the patient for atrial fibrillation ablation. Additional information received indicated that after printing latitude episodes for upload, noticed on latitude follow up report, smart pass was disabled with no stored smart pass episode. Then, successful atrial fibrillation ablation, atypical atrial flutter, and atrial tachycardia were performed. It was noted that the patient was discharged to home the same day. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.